Event description:
Boston scientific received information that the patient with this right atrial (ra) lead experienced a bypass surgery. Following the surgery an x-ray showed this lead had dislodged. The physician elected to reprogram the patient's device to vvir and continue monitoring the situation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.